Event description:
It was reported that during a lap sigma procedure, the blade broke. Another same like device was used to complete the case with no pt consequence. No further info is available.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.